Event description:
The customer tested blood glucose around 5pm and received a result of 495mg/dl. They called the doctor and was advised to go to the e.r. At the hosp a lab test was performed and the result was 359mg/dl. There was 1 1/2 hours between the two tests. The customer was given IV fluids and a shot of insulin. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.